Event description:
It was reported to philips that the system displayed the message "fluoroscopy not possible, please select another application." The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found at the time of turning on the device and there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that device was not emitting x-ray. Upon visual inspection fse reviewed log and confirmed that timeout establishing connection with the generator resulting generator start up issue. To resolve the issue fse changed the connector x301 to x302. Later this issue occurred twice and fse replaced cube unit, 24v power supply unit and power on circuit board. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.